Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nurse setting up pca pump observed that the tubing set was leaking from a pinhole leak in the tubing near a connection point. The tubing and packaging was saved and a new pca administration kit was used successfully to setup the pca. No harm to patient." An incomplete date of event of (B)(6) 2018 was provided.